Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels that ranged from 50-75 mg/dl. Reportedly, the control iq software settings needed updating to lower the amount of insulin delivered to address an above target bg level. Customer consumed carbohydrates to address low bg levels. Customer¿s healthcare provider adjusted control iq settings to resolve the issue.